Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidopexy, when the surgeon fire the stapler there was an incomplete staple line, hence the surgeon needs to over sew on area where there was no staple. Due to incomplete staple line the surgeon needed to spend extra time in suturing the tissues. And in order to complete the case, manual suturing was applied to the area where there was no stapler.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.